Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that an error occurred during the exam and the system could not produce a fluoroscopic image. This can cause the system to become unusable due to the inability to produce a live fluoroscopic image. There is no report of injury or death.